Event description:
It was reported that the patient presented to the clinic with increased thresholds and decreased sensing amplitudes. X-ray showed both the atrial and ventricular leads had dislodged. Both leads were explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.